Manufacturer narrative:
The information on concomitant medical products was not included with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported multiple sensor errors. While changing a sensor, the customer reported blood and an infection after he pulled out the sensor. The customer was treated at urgent care for the infection and given antibiotics. The sensor will not be returned for analysis.